Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in duisburg, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed three (3) error messages associated to stirring mechanism or cardioplegia pump that it is blocked/doesn't not start or it uses too much power. The issue occurred during priming. There was no patient involvement.

Event description:
See initial report

Manufacturer narrative:
Through follow-up communication livanova discover that heater cooler device display error message ee5,6,7 on patient 1 display. Field service eng. Replace stirrer motor and cpu. Following part replacement functional check and tests were performed with positive results. If additional relevant information will be received, follow-up report will be submitted.

Event description:
See initial report.

Manufacturer narrative:
H10: a device service history review has been performed and identified that both stirrer motor and main circuit (cpu) board were already replaced in the last year. Based on information collected, it cannot be ruled out that stirrer motor was defective and/or due to cleaning and disinfection procedures at customer site that may have contributed to the failure of the component. This also resulted in the damage to the main circuit (cpu) board, which supplies power to the float assembly, also damaging it.